Manufacturer narrative:
A medtronic field service engineer went to the site and was able to replicate the reported issue: upon startup, mvs (mobile viewing station) boots completely, ias (image acquisition station) remains in "initializing please wait". The mvs shows disconnected on pendant screen. Remote desktop accessed, and shows ias in sa mode, with system control board status displaying "xray=noumbilical". Mvs interconnect cable and system control pcb (power control board) replaced. System boots into 2d mode, with expected functionality restored. System checkout performed with satisfactory results. The suspect system control board assembly and mvs interconnect cable have been received by the manufacturer, but evaluation of components has not yet been completed. System tested fully functional on site after part replacements.

Event description:
A medtronic representative reported that while preparing for a case, the o-arm displayed, "system booting, please wait..." And would not move past this message. They rebooted the system, but the issue persisted. No patient present, and the case was continued using the site's second o-arm. No impact to patient.

Manufacturer narrative:
Medtronic investigation of returned suspect system control board assembly and mvs interconnect cable finds that the reported event could not be duplicated. A visual inspection of the system control board assembly confirmed electrical overstress at d15 however due to this damage the board was unable to be tested. The cause of the overstress at d15 was found to be related to an electrical failure. Electrical testing and visual inspection of the mvs interconnect cable was fully functional. Mvs interfaced passed bench 100t and gbit communications testing as well as continuity testing. The cable was installed on the test imaging system and the system functioned as expected. Charging, 2d and 3d imaging were successful as was remote desktop. No problem found. As previously reported the medtronic representative replaced the system control board assembly and mvs interconnect cable, which was reported to have resolved the issue.